Event description:
The manufacturer received information alleging black particles related to the CPAP device's sound abatement foam. User also reported difficulty breathing/short of breath; device noisy. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging black particles related to the CPAP device's sound abatement foam. User also reported difficulty breathing/short of breath; device noisy. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust in the filter area of the blower box. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a dark contaminant/discoloration on the front panel, an unknown dust contaminant was observed on the rear panel o-ring, blower seal, blower, and the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found one error logged, e-4. The manufacturer concludes there was evidence of dust contamination and dark contaminant/discoloration. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated in this report.